Manufacturer narrative:
Model number: 72404127, lot number: 127592012, model description: control pump fgs iz. Model number: 72400024, lot number: 127541013, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted due to fluid loss from an unknown location. The patient was implanted with a new aus device with a 5.5cm cuff.

Manufacturer narrative:
Model number: 72404127; lot number: 127592012; model description: control pump fgs iz. Model number: 72400024; lot number: 127541013; model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted due to fluid loss from an unknown location. The patient had a persistence of his incontinence immediately after his aus placement. The fluid loss was identified by x-ray. The patient was implanted with a new aus device with a 5.5cm cuff.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams800 device was visually inspected and functionally tested. There was a leak in the occlusive cuff pillow that was the result of wear at a fold. The ams800 control pump was visually inspected. No leak was found. The control pump was not functionally tested due to contamination. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 67.1 cmh2o. It is rated at 61-70 cmh2o. Model number: 72404127, lot number: 127592012, model description: control pump fgs iz. Model number: 72400024, lot number: 127541013, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted due to fluid loss from an unknown location. The patient had a persistence of his incontinence immediately after his aus placement. The fluid loss was identified by x-ray. The patient was implanted with a new aus device with a 5.5cm cuff.